Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 3.8; date: (B)(6) 2010, inr: 1.1, inr: 2.2. Pt's therapeutic range: 2.0-3.0 inr.